Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement using a venovo stent which was placed via kissing stents from both civ and eiv. Post the procedure on (B)(6) 2025, stenosis was identified in an unstented portion of the left eiv, and an additional intervention was performed. Furthermore, stent restenosis occurred again, and a third intervention is scheduled for on (B)(6) 2025. The current status of the patient is unknown.

Manufacturer narrative:
H11: additional information was received and there is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement using a venovo stent which was placed via kissing stents from both civ and eiv. Post the procedure on (B)(6) 2025, stenosis was identified in an unstented portion of the left eiv, and an additional intervention was performed. Furthermore, stent restenosis occurred again, and a third intervention is scheduled for (B)(6) 2025. The current status of the patient is unknown.